Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a leveen needle electrode was used during a radiofrequency ablation procedure in the kidney (5cm tumor) on (B)(6), 2012. According to the complaint, the procedure took about an hour and roll off was achieved in two 1 cm locations. After ablation was completed in the first location, no resistance was felt when removing the tines and moving to the next location. The power setting was 100 to 170 watts during 10 min and then 100 to 130 watts during 5 minutes on the first location, 100 to 150 watts during 7 mm and then 100 watts during 3 minutes for the second location. The device was examined in between ablations to ensure the tines were not bent or crossed. The tines were not cleaned between ablations. There was no increased mechanical resistance noted during initial deployment of the device into soft tissue; however when the physician tried to remove the device, he forced a little on the mandrel to remove the needle and all the tines fractured. The tines could not be initially retracted by hand before they fractured. The device was not twisted or torqued during the removal process, or removed without rotation. There was no other visible damage noticed to the device. The tines were left inside the patient to be taken out at a later date; however it has not been scheduled yet. The patient feels pain during deep inspiration and is being monitored for this (however, the patient is not hospitalized, and is not receiving treatment for the pain beyond monitoring). There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a leveen needle electrode was used during a radiofrequency ablation procedure in the kidney (5cm tumor) on (B)(6) 2012. According to the complaint, the procedure took about an hour and roll off was achieved in two 1 cm locations. After ablation was completed in the first location, no resistance was felt when removing the tines and moving to the next location. The power setting was 100 to 170 watts during 10 min and then 100 to 130 watts during 5 minutes on the first location, 100 to 150 watts during 7 mm and then 100 watts during 3 minutes for the second location. The device was examined in between ablations to ensure the tines were not bent or crossed. The tines were not cleaned between ablations. There was no increased mechanical resistance noted during initial deployment of the device into soft tissue; however when the physician tried to remove the device, he forced a little on the mandrel to remove the needle and all the tines fractured. The tines could not be initially retracted by hand before they fractured. The device was not twisted or torqued during the removal process, or removed without rotation. There was no other visible damage noticed to the device. The tines were left inside the patient to be taken out at a later date; however it has not been scheduled yet. The patient feels pain during deep inspiration and is being monitored for this (however, the patient is not hospitalized, and is not receiving treatment for the pain beyond monitoring). There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's condition following the removal of the array was reported to be "okay." Preliminary investigation results: a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and determined that both the twisted tines and the residue on the device may indicate the device was not used in accordance with the labeling. If the array was not cleaned appropriately during the procedure, accumulation of excess tissue could have hindered device retraction. The dfu states "as necessary, clean the between deployments by rinsing the array in sterile solution, (saline or other non-flammable agent,) and gently wiping the tines to remove excess tissue." It was determined that the method of use could have contributed to this event, but this could not be confirmed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a leveen needle electrode was used during a radiofrequency ablation procedure in the kidney (5cm tumor) on (B)(6) 2012. According to the complaint, the procedure took about an hour and roll off was achieved in two 1 cm locations. After ablation was completed in the first location, no resistance was felt when removing the tines and moving to the next location. The power setting was 100 to 170 watts during 10 min and then 100 to 130 watts during 5 minutes on the first location, 100 to 150 watts during 7 mm and then 100 watts during 3 minutes for the second location. The device was examined in between ablations to ensure the tines were not bent or crossed. The tines were not cleaned between ablations. There was no increased mechanical resistance noted during initial deployment of the device into soft tissue; however when the physician tried to remove the device, he forced a little on the mandrel to remove the needle and all the tines fractured. The tines could not be initially retracted by hand before they fractured. The device was not twisted or torqued during the removal process, or removed without rotation. There was no other visible damage noticed to the device. The tines were left inside the patient to be taken out at a later date; however, it has not been scheduled yet. The patient feels pain during deep inspiration and is being monitored for this (however, the patient is not hospitalized, and is not receiving treatment for the pain beyond monitoring). There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device evaluation: a review of the manufacturing records was performed and no issues that could have contributed to this event were found. Visual inspection of the returned device confirmed that the array had detached from the core rod; residue was observed on both returned pieces. The core rod portion was disassembled to allow further inspection of the welded areas, and two rows of spot welds were identified. The locations of the rows appeared to be consistent with specifications, but the depth of penetration of each spot weld varied. Next the butt weld (located at the proximal end of the tines where they attach to the core rod) was inspected, and evidence of the weld was seen only on one third of the core rod's circumference. The tines of the array assembly were slightly twisted both near the base and toward the distal ends, and spot welds were found both on and between the tines. The proximal ends of some of the tines were deformed, possibly caused by the detachment of the array assembly or the laser welding process. Some of the tines exhibited two rows of butt welds, while others exhibited only one, suggesting the array may have been misaligned during the welding process. The condition of the returned device rendered functional testing impossible. It is important to note that the tine attachment performance of tine attachment is meeting process validation requirements. Tine strength is monitored during manufacturing by a single layer tine pull test. (B)(4). The complaint device was manufactured on august 3, 2011, lot 14549643. This lot met (and exceeded) the product specification requirement for individual tine strength (B)(4), with an average tine strength (B)(4). (B)(4). This suggests that the incongruence of butt welds should not have affected the tine strength. As previously noted, the physician did not clean the device between deployment cycles as advised in the directions for use (dfu) document. The physician also made note the device was difficult to remove or retract, which could occur as a result of tissue build up, as warned in dfu document. Evaluation of this event does not reveal any other quality issues related to risk to health of patient/user or regulatory compliance. The failure is anticipated in manner and frequency. There is no evidence to support this individual event being widespread and affecting more than this single unit in production lot 14549643, manufactured august 3, 2011. No other complaints have been associated with this production lot.

Manufacturer narrative:
(B)(4). Needle tines detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a leveen needle electrode was used during a radiofrequency ablation procedure in the kidney (5cm tumor) on (B)(6) 2012. According to the complaint, the procedure took about an hour and roll off was achieved in two 1 cm locations. After ablation was completed in the first location, no resistance was felt when removing the tines and moving to the next location. The power setting was 100 to 170 watts during 10 min and then 100 to 130 watts during 5 minutes on the first location, 100 to 150 watts during 7 mm and then 100 watts during 3 minutes for the second location. The device was examined in between ablations to ensure the tines were not bent or crossed. The tines were not cleaned between ablations. There was no increased mechanical resistance noted during initial deployment of the device into soft tissue; however when the physician tried to remove the device, he forced a little on the mandrel to remove the needle and all the tines fractured. The tines could not be initially retracted by hand before they fractured. The device was not twisted or torqued during the removal process, or removed without rotation. There was no other visible damage noticed to the device. The tines were left inside the patient to be taken out at a later date; however, it has not been scheduled yet. The patient feels pain during deep inspiration and is being monitored for this (however, the patient is not hospitalized, and is not receiving treatment for the pain beyond monitoring). There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Additional information: it was reported that the physician had to exert more force than usual to retract the tines, at which time they broke off. The patient underwent successful operation for the removal of the array assembly. It was noted that the break occurred at the weld; therefore, all the tines were still linked together upon removal.